Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Insulation beak failure is mechanical component problem and the most likely cause is impact, dropping, shock or similar stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the resection sheath had a broken ceramic head. There were no reports of patient involvement.